Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 40 and a blood glucose of 131 mg/dl. Troubleshooting found that the cannula was bent. Customer also indicated that a calibration error and a threshold suspend alarm were received and troubleshooting advised customer to wait until blood glucose levels are stable before recalibrating and to treat with a finger stick to confirm if blood glucose is low. No further information provided.